Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the critical block and inverse critical block did not add to zero. The customer's blood glucose reading was 240 mg/dl. The customer was not able to major troubleshoot because he was at the office. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 15 alarms during testing. However, pump error 15 alarm, line number 213 file number 30, is found in the formatted history file due to software error. The insulin pump was received with scratched case and pillowing keypad overlay.